Event description:
This report is being filed after the subsequent review of the following journal article: vereijken, i.m.p. And de kleuver, m. (2013). Late proximal pedicle hook migration into spinal canal after posterior correction surgery of scoliosis causing neurologic deficit: ¿proximal junctional scoliosis¿? Case series and review of the literature. Spine deformity 1 (2013) 229-236. This was retrospective review of 800 scoliosis correction procedures performed between (B)(6) 2002 and (B)(6) 2012 using universal spine system (uss). Limited data was provided for the 800 patients. However, specific population data was provided for 5 of the patients who presented with symptomatic proximal hook dislodgement between (B)(6) 2009 and (B)(6) 2010. The authors also presented the following complications associated with uss device: of the 800 scoliosis correction surgeries, 744 had primary spinal fusion surgeries to correct scoliosis and 56 revision surgeries. The mean follow-up was 61, ranging 6-129 months. The authors did not clearly state if patients who had hook and screw migrations also experienced other events. Early revision surgery (<12 months) complications included: deep wound infection (8), pseudoarthrosis (3), proximal hook dislodgement ¿ medial (1) and dorsal (1), malpositioned screws (1), skin defect due to osteosynthesis material (1), extension of instrumentation due to progression of scoliosis at adjacent level (1), overcorrection post-operatively (1), extradural hematoma with neurologic impairment (1), and removal of instrumentation due to pain from prominent hardware (1). Late revision surgery (>12 months): extension of instrumentation due to progression of scoliosis at adjacent level (10), pseudoarthrosis (8), medial proximal hook dislodgement (4), dorsal proximal hook dislodgement (2), removal of instrumentation due to pain from prominent hardware (5), malpositioned screws (2), deep wound infection (1), disbalance post-operatively (1), and skin defect due to osteosynthesis material (1). This report is for (B)(4) and includes the following events: group for screw: the authors also presented the following complications associated with uss device: of the 800 scoliosis correction surgeries, 744 had primary spinal fusion surgeries to correct scoliosis and 56 revision surgeries. The mean follow-up was 61, ranging 6-129 months. Early revision surgery (<12 months) complications included: malpositioned screws (1). Late revision surgery (>12 months)complications: malpositioned screws (2). This is report 8 of 8 for (B)(4). This report is for an unknown uss screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown quantity of a uss screw with an unknown part and lot number. Additional product codes: mnh, kwp, kwq. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.